Manufacturer narrative:
The IFU for cidex opa states in part.... Contaminated reusable devices must be thoroughly cleaned prior to disinfection, since residual contamination with soil or lubricants will decrease the effectiveness of the germicide. Directions for use cleaning/decontamination: blood, other body fluids, and lubricants must be thoroughly cleaned from the surfaces and lumens of semi-critical medical devices before reprocessing in the disinfectant. Blood and other body fluids should be disposed of according to all applicable regulations for infectious waste disposal. Refer to the reusable device manufacturer's labeling for instructions on disassembly, decontamination, cleaning and leak testing of their equipment. Before immersion in cidex opa solution, thoroughly clean devices, including all lumens, using a cleaning protocol or standard, such as the (B)(4) "standard practice for cleaning and disinfection of flexible fiberoptic and video endoscopes used in the examination of the hollow viscera." Thoroughly rinse and rough dry all surfaces and lumens of cleaned devices.

Event description:
A customer reported a bluish tinged residue believed to be cidex® opa coming from various olympus endoscopes after a completed cycle of the asp automatic endoscopic reprocessor® (aer). The endoscopes have not been released. There has been no report of injury or harm. The facilities cleaning practice was reviewed. The customer stated that pre-cleaning is not performed. The customer uses enzol detergent; however, they could not confirm if it is diluted and used according to the IFU. The customer was advised that if pre-cleaning is not performed, it is possible to experience residual and/or staining. The asp clinical support representative sent the customer the IFU for cidex® opa and enzol. The customer stated that they process their scopes in the asp automatic endoscopic reprocessor® (aer) for five minutes. The customer was provided with a copy of the aer correction letter, instructing the customer to disconnect the aer heater and process for twelve minutes at 68 degrees fahrenheit.

Manufacturer narrative:
Correction:manufacture date: 01/2005. Asp investigation summary: the investigation included a review of the device history record, service and complaint history, trending by product line, the health hazard evaluation and the system hazard use and misuse analysis. The DHR for the aer was reviewed and the machine met manufacturing specifications when released. The service and complaint history was reviewed for the asp automatic endoscope reprocessor with printer and there was not any significant trend not observed. Trending analysis was completed for the problem code "scope residual liquid post processing" and the trend line lies below the upper control limit. The hhe (health hazard evaluation) for residual high level disinfectant (hld) was reviewed and the risk was low. The shuma (system hazard use and misuse analysis) was assessed a category ii, or "as low as reasonably practicable" for for user repeated exposure hazards as well as patient exposure hazards. A field service engineer (fse) was dispatched to the customer site and did not find any problem with the aer unit. The customer indicated that the issue was resolved. The customer believed the amount of enzol used and traces of it mixing with cidex opa caused the residuals from the endoscopes. The customer reported that after following the enzol IFU and carefully diluting the correct amount of enzol, residuals have not resurfaced. The issue was resolved by sending the customer information, including the enzol IFU. The trending shows that the failure is not significant and the risk associated with the failure is low. The customer also indicated that the heater had been disconnected and the endoscopes are processed for a minimum of 12 minutes at 20 degrees celsius. The customer stated that the unit is in normal operation.